Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with partially broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window corners, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that their blood glucose was 32 mg/dl on (B)(6) 2017. The customer also mentioned that they experienced a low blood glucose which required ems assistance. The customer also experienced a motor error alarm. During troubleshooting, the alarm was cleared and the insulin pump was able to rewind. The insulin pump was returned for analysis. Unomedical set-mmt-975, frn-model unknown-reservoir.